Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the pump alarmed motor error. The motor error alarm was the second alarm in the last 3 or 4 days. Customer's blood glucose was 474 mg/dl. Customer stated that she treated with the pump. Customer also stated that she was asleep when the pump alarmed motor error. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer stated that she is running higher than normal due to the motor error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.